Event description:
Pt was receiving an infusion and the administration set split and broke in two. Pts daughter who was present stopped the infusion and phoned the home hlth nurse who phoned the pharmacy. Facility prepared another dose of medication with new administration set attached and sent out to pt. Infusion was restarted and pt suffered no ill effects. Upon examination it looked like the set had just split in two.